Manufacturer narrative:
This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that there was oversensing observed on the right ventricular (rv) channel of this pacemaker system due to related to respiratory rate trend (rrt). Technical services (ts) discussed troubleshooting and programming options. Additionally, ts recommended to continue monitor for any noise or spikes in the lead or out of range impedance that could indicate a fracture. No adverse patient effects were reported. This product remains in-service.